Event description:
It was reported that strikethrough occurred while wearing a glove and the end user sought post exposure treatment.

Manufacturer narrative:
It was reported that the clinician was changing a bandage on a pt while wearing the gloves. Upon removal of the gloves, she found blood inside of one of the fingertips. No visible holes or tears were seen by the clinician. The pt was (B)(6) and the clinician received post exposure treatment. The sample was not returned for eval. Without a sample to evaluate, a root cause has not been determined. We have had no other similar issues reported for this device. The source of entry of the reported strikethrough is not known. No corrective action is indicated.